Event description:
Suprapubic catheter placed by urology. Two days later, sp catheter stopped draining, found to have perforated foley balloon, requiring another operating room for exchange. Malfunctioning catheter was retrieved and saved. Nurse had been irrigating for hematuria without difficulty and then noted only 30 cc could be instilled. Also noted leaking around insertion site.